Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was cleaned multiple times; however, when the user attempted to use it, black liquid was leaking from the scope. This issue was identified during inspection for use. There were no reports of patient involvement.